Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products were disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately four years ago. Block d6b: 2019 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 14976893